Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2012, that a customer had an issue with a dialysis catheter. The customer states the catheter was placed on (B)(6) 2012. The catheter was located in the right subclavian. On (B)(6) 2012, the catheter broke at the y junction of the catheter. Heparin was stopped. A guide wire was inserted and the catheter was removed. A new catheter was placed using the same guide. Upon removing the guide wire, it broke and therefore the new catheter and guide wire were removed. A new guide wire and catheter was used to complete the procedure. The catheter was placed using the same vessel.